Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by peritoneal dialysis patient that patient was diagnosed with peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) later confirmed that the patient was diagnosed with peritonitis on (B)(6) 2017 following a positive culture for the organism (B)(6). The patient was treated with the antibiotics gentamycin and vancomycin. The pdrn reported that the peritonitis was probably related to the breach in technique. The patient was recovering.